Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station was unresponsive and unable to perform any operations. Basic troubleshooting was attempted to recover the station by unplugging the power and restarting it, but the issue persisted and the system failed to recover. The customer tried to reboot the device, but issue was not resolved. The customer reported malfunction and the issue was moved as a reportable event. However, there were no delays in patient care, and no adverse events or injuries were reported in relation to this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.